Manufacturer narrative:
Upon device return and inspection, no damages were observed on the device. An attempt to insert a guidewire was made and was unsuccessful as the guidewire could not advance through the catheter, and additional damage was felt within the guidewire lumen during the insertion attempt. The catheter was dissected to further inspect the cause of the inability of the guidewire insertion. Upon dissection it was noted that the guidewire lumen was damage at 1.6 cm distal to slider inside the distal inner hypotube caused by the mechanical stress of pebax break and delamination with additional collapsed braid, these issues are related with the inability to insert the guidewire inside the guidewire lumen. Additionally, some white spots were observed on the break point of the pebax.

Event description:
It was reported that a farawave catheter during procedure to treat an atrial fibrillation (a fib) presented a merit inqwire guidewire stuck. The physician noticed a scratching noise when moving the guidewire back and forth. She also said it was very hard to move. We first exchanged the guidewire, but same behavior. We then exchanged the catheter and used the same guidewire with no problem. The procedure was completed successfully without patient complications. The device has been returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave catheter during procedure to treat an atrial fibrillation (a fib) presented a merit inqwire guidewire stuck. The physician noticed a scratching noise when moving the guidewire back and forth. She also said it was very hard to move. We first exchanged the guidewire, but same behavior. We then exchanged the catheter and used the same guidewire with no problem. The procedure was completed successfully without patient complications. The device is expected to be returned.